Event description:
Per additional information received, the baby was in an incubator (temp 80.1f, 26.7c) prior to the reported incident. Vaseline was applied and the wound was covered in gauze. There was no growth, and no antibiotics were given. The duration of the electrode use is unknown, but they were at least changed in less than 48 hours.

Manufacturer narrative:
A photo sample was provided and show blisters under the area where the electrode was placed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product. The device was not returned for evaluation; therefore, the reported issue could not be confirmed. This product has been tested according to iso 10993 guidelines for biocompatibility that found both the hydrogel and skin contacting foam adhesive to be non-cytotoxic, non-irritating, and non-sensitizing. The following sections were corrected or completed: section d1 brand name: kendall. Section d3 manufacturer name: cardinal health 200, inc. Section d4 model number: 222002 section d4 unique identifier (UDI) #: (B)(4). Section g4 PMA/510(k)number: exempt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the infant's pre wired electrodes were starting to fall off and cause inaccurate readings on the bedside monitor, so the rn removed and replaced the leads. Under the green lead that was removed from infant's left upper abdomen, the rn found 3 new blisters and notified the provider. Photo were taken and uploaded to the patient's chart. The blisters had to be aspirated and cultured.